Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, priming and displacement tests. The insulin pump was received with a stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The occlusion test was unable to be performed due to motor error alarms. All buttons on the insulin pump functioned properly, however, there were corroded keypad traces. The insulin pump was received with cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the buttons are hard to press and they are receiving a motor error on their insulin pump. Troubleshooting for the motor error was performed. Customer was able to clear the alarm, rewind and perform the displacement test. However, troubleshooting could not be completed due to keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.